Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the middle red adjustment on femoral impactor broke. All pieces were retrieved. It broke into several pieces. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the investigation confirmed the reported event. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.